Event description:
Customer complaint - limited data available customer complained of device being super hot at low that it burns.

Event description:
Customer complaint - limited data available. The customer stated that the device overheated when on the lowest setting and it burned.